Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was received a broken force sensor was detected during seating or regular delivery alarm. Customer¿s blood glucose level was unknown. Troubleshooting was not performed. The insulin pump will be returned for analysis.

Manufacturer narrative:
After battery installation, the device displayed a critical pump error on the lcd screen. Upon further examination of the interior of the unit, there was corrosion and even mold on electrical board particularly around the battery connectors, on the flex cables, and on the back of the lcd screen. Unable to perform the displacement, rewind, prime/or seating, basic occlusion, force sensor, occlusion, and self tests due to the critical pump error. Device received has a crack on the battery tube which extends to the top where the battery threads are located.